Event description:
In 2004 pt underwent vertical (sleeve) gastrectomy with implantation of device as a staple line buttress. Nine days later, pt presented with lesser sac collection that required antibiotics by i.v and then operative drainage. Pt's pulmonary problems started during revision so procedure was never completed. At the time of the revision no leak could be demonstrated. The next day pt expired following cardiac arrest and hyperthermia to 105 degrees fahrenheit. Pt was never extubated. Postmortem exam showed the stable line intact.